Manufacturer narrative:
DHR review revealed nothing relevant to this event. The explanted pieces were not returned for evaluation. This is the first complaint of this type (loose fragments at 6 years) involving this part number. No info is available suggesting pt re-injury. A definitive cause for this event can not be determined from the info available.

Event description:
Fragments of implant found loose in the pt's joint. The pt reports that his original repair in the year 200 was successful. However, 2 months ago (march 2006), the pt had a stabbing pain in the right knee and could hardly walk. The pain became intense and a second surgery was needed to remove loose fragments (screw on femoral part of graft). Two secondary interventions have been required after the initial surgery to remove loose fragments. Pt remains symptomatic and states a new intervention (3rd) is needed for removal of add'l fragments. This device is used for treatment.